Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized twice due to high blood glucose. Once on (B)(6) 2015 with blood glucose of 904 mg/dl and the second one (B)(6) 2015 with blood glucose of 730 mg/dl. It was reported that customer was sent home the first time and had to return two days later. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed displacement test and self-test. Customer was advised to change infusion set, reservoir and insulin and to call when in receipt of tubing clamp in order to complete high pressure test.